Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of an unexpected restart and external ram crc error from the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer changed his set when he received his first alarm. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No unexpected shut down or reset noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked battery tube threads. The insulin pump was returned without the battery cap unable to confirm the damage.